Manufacturer narrative:
D9.,h.3., h.6.: the actual complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional it was stated that consumer experienced discomfort after using the contact lens upon removing the lens blue-colored foreign particle was present which was embedded, and product was not checked for issues prior to use and used the lens. Medical intervention was not reported at the time of this report. Consumer current condition is symptoms continuing at the time of this report. Additional information has been requested but not yet available. As per the information received during the follow up, consumer has visited doctor and medical examination report indicated the presence of a corneal¿conjunctival erosion in the left eye (a superficial wound on the ocular surface), conjunctival concretions (small, stone-like deposits on the inner conjunctiva) were also identified and subsequently removed and unknown eye drop was prescribed. The current symptom resolution is unknown at the time of this report. Additional information has been requested but not yet available.